Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device disappeared while cyf-va2 was connected. The user replaced the subject device to another otv-s190 and completed the procedure. An otv-s7h-1d-l08e was connected to the subject device, it was not occurred that the image disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the connection between the video connector and the scope was not sufficiently dry, or that foreign matter had adhered to the connection, resulting in unstable telecommunications and the occurrence of the indication phenomenon. If additional information becomes available, this report will be supplemented.